Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed transmitter error occurred. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. Functional testing was performed and it passed. No log data available for review. The allegation was not confirmed. The root cause could not be determined.